Event description:
During a case using the cranialmap software, the navigation appeared to be inaccurate by more than one centimeter. The procedure was completed successfully with a surgical delay of 3 minutes and no adverse consequences.